Event description:
It was reported that a patient underwent revision surgery to address two migrated everest set screws. This report captures the second of two screws.

Manufacturer narrative:
H6 codes have been updated to reflect receipt of the device and conclusion of the investigation.

Event description:
It was reported that a patient underwent revision surgery to address two migrated everest set screws. This report captures the second of two screws.